Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain it even hurts to have intercourse") and feeling abnormal ("feels like I have something being showed up my butt and through my vagina up through to my belly button") and was found to have a pregnancy with contraceptive device ("I was pregnant"). The patient was treated with surgery (uterus and fallopian tube are being removed march 30 (year unspecified)). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dyspareunia, feeling abnormal, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked with case (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: pain and dyspareunia . Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: case became incident. New events: pain on my left side, pain it even hurts to have intercourse and feels like I have something being showed up my butt and through my vagina up through to my belly button were added. Outcome of pregnancy updated. Reporter information and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain it even hurts to have intercourse") and feeling abnormal ("feels like I have something being showed up my butt and through my vagina up through to my belly button") and was found to have a pregnancy with contraceptive device ("I was pregnant"). The patient was treated with surgery (uterus and fallopian tube are being removed march 30 (year unspecified)). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dyspareunia and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dyspareunia, feeling abnormal, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked with case (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.